Event description:
Physician was reviewing x-rays for a pt during post-operative follow up and identified a bone screw that appeared to be proud from the anterior surface of the cervical plate. The original implantation date was (B)(6) 2013. The physician determined a revision surgery was appropriate to remove or replace the screw and was completed on (B)(6) 2013. The hospital has agreed to return the screw for evaluation. It has not been received at this time. It is unclear at this time as to the cause of the event. The investigation will be completed once the device has been returned and evaluated.